Event description:
#Medwatcher #(B)(4). Migraines, metal toxins, painful menstrual cycles, long periods of time bleeding, heavy bleeding(clots), restless legs, migration of essure coil into muscle wall. Autoimmune disease, hysterectomy.